Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 400 mg/dl. Customer reported that reservoir was leaked, location of leak was past second o ring. Customer discarded reservoir. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be and reservoir will be returned for analysis.